Manufacturer narrative:
The device was implanted in the patient and is no longer available for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01747..

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils in the target vessel using the px slim. While attempting to advance the last ruby coil through the px slim, the physician determined that the ruby coil was too long and decided to retract it; however, upon retraction, the px slim kicked back and the ruby coil unintentionally detached in the patient¿s body. Therefore, the physician attempted to use a snare device to remove the detached ruby coil; however, the ruby coil broke off and the physician was unable to retrieve the entire ruby coil. The proximal portion of the ruby coil was retracted back into the px slim, and the distal portion of the ruby coil remained in the target vessel. Upon removal of the px slim, a hole was observed near its distal tip. The procedure was ended at this point as no additional coils were needed. There was no report of an adverse effect to the patient.